Event description:
It was reported that the patient did not like where the implantable pulse generator (ipg) was located as it was too low. The patient underwent an ipg reposition procedure and was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026.